Manufacturer narrative:
Additional information h3 and h6. This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A device history record (DHR) review was performed subsequent to the manufacturing of the device and prior to its release and no problems or issues were identified. A sample was received to perform an investigation. A review of the pump event history log found no evidence related to the reported problem. Three accuracy tests were run and the pump was found to be within manufacturing specifications. No root cause could be determined as the complaint could not be confirmed.

Event description:
Information was received indicating that a smiths medical cadd-legacy one ambulatory infusion pump failed accuracy by -9.7%. Per reporter the issue was found during testing.